Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was olled over by the medical staff for cleaning purposes and the catheter was pulled back into the aorta. Multiple attempts were made to re-advance the pump; however, they were ultimately unsuccessful. The pump was subsequently explanted and replaced with an impella 5.5 to continue with patient support. There was no report of patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on the clinical details, root cause of this issue was patient movement for cleaning purposes. This action led to pull back from the impella catheter to the aorta. The physician was unable to reposition again due to improper use technique. This report is being filed as part of a retrospective review of historical records.